Event description:
It was reported that during the implant procedure the left ventricular (lv) lead could not be fixed firmly after multiple attempts and repeatedly dislodged when the sheath was withdrawn. Additionally ideal thresholds could not be obtained with the lv lead. The lead was removed and new lead was implanted at a different location successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.